Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with heavy calcification and 90% stenosis. Pre-dilatation was performed using an unspecified 2.5x12 mm balloon catheter. A 2.75x28 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion and the stent was deployed. There was no interaction of devices. A distal edge dissection occurred. A 2.75x12 mm xience prime stent was used to cover the dissection. There were no other device/procedural issues noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.